Event description:
Boston scientific received information that this right ventricular lead displayed one low, out of range shock impedance measurement. All other readings were between 45 and 51 ohms and stable. The local field representative reported that the patient was seen in clinic for follow up. Isometrics and pocket manipulation were performed which produced normal lead impedance measurements. The patient is to continue normal, routine follow up. There were no adverse patient effects reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that this clinical observation was found to be attributable to a device issue and not a lead issue. The device remains in service.